Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a visual inspection of the pump showed that the keypad cover was torn near the contrast and up arrow buttons. During testing, all the keypad buttons were responded properly. The keypad cover was removed and no evidence of contamination was found. Unrelated to the complaint, evidence of rust/corrosion was found in the battery compartment. The pump failed a leak test due a leak near the top right corner of the display lens.